Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(6).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom driver displayed a beat rate of 127 bpm. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed one alarm, an 0f fault code, which is produced as a result of the primary motor not being engaged as a result of the main printed circuit board assembly (pcba) not powering it. Investigation testing confirmed the root cause of the customer-reported alarm and change in beat rate was a malfunction of the main pcba. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.